Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 410 mg/dl. The customer was assisted with troubleshooting. Customer states the glucometer was not communicate with the insulin pump and they had to enter the blood glucose manually. Customer states they had two back surgeries and strokes and will have another surgery soon. The insulin pump will not be returned for analysis.